Manufacturer narrative:
This medwatch report is being filed based on the results of the device analysis, which revealed cut/skive damage to the polymer jacket material. As received, the specimen consisted of one each hydro gw stf std s 150-035; returned partially reloaded into the wetted dispenser assembly within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented skive/cut damage to the polymer jacket material 19.5 to 35.9cm from the distal tip in a proximal to distal orientation exposing the metallic core wire and large radius bend damage over the distal 37.3cm. The damage to the polymer jacket material appears consistent with contact against a sharp or metal object or device. As indicated in the warnings section of the device instructions for use (dfu), "do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling factors have contributed to the event as reported. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: customer used all the goods on one patient. The first flex. Urs could no longer move the top, so a second one was opened. The user put the second one on the back of the rotary lever in such a way that the tip could only be moved in one direction. When unpacking a basket and wire, the care has noticed that the products are defective at the outer sluice, each one have opened a new one. The patient was provided with a third lv and he's fine. Additional information related to the zipwire device was received from the distributor on december 3, 2019, "information we were able to obtain from the local marketing representative was that "the outer part of the zipwire looked twisted", and that "the urologist threw it away and opened another one (which was ok)".